Event description:
.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. Attempts are being made to have the product returned for eval. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00035, 00037.